Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, the patient experienced excessive bleeding. Electrocautery was used to control the bleeding; and the evoke closed loop stimulator (cls) and leads were left tunneled in and the patient was closed promptly to stabilize their condition. The implanting physician subsequently referred the patient to a hematologist for further laboratory evaluation.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke cls remains implanted. The root cause of the excessive bleeding during the implant procedure, requiring monopolar electrocautery, cannot be definitively determined. The evoke scs system surgical guide warns against the use of electrocautery stating, "patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components." The manufacturing records were reviewed and the products met all the requirements for release.